Event description:
The patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head to competitor components and revised the liner to a new medacta liner. The surgery was completed successfully. No further info regarding the explanted devices and primary surgery (date, hospital and surgeon) is available.

Manufacturer narrative:
No further information could be provided, therefore no detailed investigation could be completed. There is insufficient information to establish a root cause in this case.